Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: during investigation, there was no debris observed in cartridge compartment. The black box showed a eaw163- no cartridge detected warning on 2017-10-11. The remaining insulin was calculated accurately during steps 17 through 20. The pump was primed until 20 units remained in cartridge at which point a low cartridge warning was given. Cartridge was removed and 20 units were visually confirmed remaining. Force sensor measured within spec. Removed pump cover; no force sensor defects observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery. There was no indication that the product caused or contributed to an adverse event.